Event description:
In 2012, the patient had her first ribbon surgery. The next year, she felt her jowl line droop a bit at which point she had a second ribbon surgery. After 2 months, the left side became infected and an abscess appeared. The doctor cleaned the wound which healed in about a week. Then the right side abscessed at which point the doctor cleaned the wound and removed the ribbon. The left side then appeared to abscess. The doctor removed the infected tissue and part of the ribbon. The wound was cleaned and the patient was treated with antibiotics.

Manufacturer narrative:
Based on our investigation, it was determined that this occurrence is reportable.